Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to a touch contamination event, as the organism cultured is a known nosocomial pathogen, and the patient works as a surgical nurse. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy for rrt (manual or cycler based) are known to be at high risk for infections of the peritoneum. Stenotrophomonas maltophilia is a gram-negative bacillus that has become increasingly recognized as an important nosocomial pathogen, particularly in individuals with severe debilitation or immunosuppression. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a peritonitis infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy (turbid colored) peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1077 u/l, neutrophils = 89%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia on (B)(6) 2024, and the patient¿s vancomycin and ceftazidime were discontinued and replaced with oral bactrim 80mg/400mg twice daily for 21 days. The patient recovered from the serious adverse events and continued to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a touch contamination event, as the organism cultured is largely a nosocomial pathogen, and the patient works as a surgical nurse. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a peritonitis infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy (turbid colored) peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1077 u/l, neutrophils = 89%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia on (B)(6) 2024, and the patient¿s vancomycin and ceftazidime were discontinued and replaced with oral bactrim 80mg/400mg twice daily for 21 days. The patient recovered from the serious adverse events and continued to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a touch contamination event, as the organism cultured is largely a nosocomial pathogen, and the patient works as a surgical nurse. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient also presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain, abdominal cramping and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intravenous (IV) antibiotics (drugs, dosages, frequencies, durations unknown). The patient continued to undergo ccpd therapy while hospitalized, and on (B)(6) 2024 the patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia. The patient¿s IV antibiotics were continued until he was discharged on (B)(6) 2024, at which point the patient was transitioned to ip vancomycin 2000 mg every 3 days and ip bactrim 80mg/400mg twice daily for 14 days. The patient has recovered from the serious adverse events, however the pdrn and nephrologist are concerned the patient¿s catheter has become seeded from the initial episode of peritonitis. The pdrn attributed causality to the oral bactrim prescribed for the last episode of peritonitis, as the nephrologist stated it was likely ineffective (inadequate strength/route). The antibiotics were all given ip during this event, and the pdrn is hopeful the infection will not return. The patient is refusing to undergo a pd catheter removal and/or revision due to job concerns and has agreed to undergo weekly peritoneal effluent cell counts. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with a peritonitis infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy (turbid colored) peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1077 u/l, neutrophils = 89%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia on (B)(6) 2024, and the patient¿s vancomycin and ceftazidime were discontinued and replaced with oral bactrim 80mg/400mg twice daily for 21 days. The patient recovered from the serious adverse events and continued to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to a touch contamination event, as the organism cultured is largely a nosocomial pathogen, and the patient works as a surgical nurse. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient also presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain, abdominal cramping and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intravenous (IV) antibiotics (drugs, dosages, frequencies, durations unknown). The patient continued to undergo ccpd therapy while hospitalized, and on (B)(6) 2024 the patient¿s peritoneal effluent culture result returned positive for stenotrophomonas melophilia. The patient¿s IV antibiotics were continued until he was discharged on (B)(6) 2024, at which point the patient was transitioned to ip vancomycin 2000 mg every 3 days and ip bactrim 80mg/400mg twice daily for 14 days. The patient has recovered from the serious adverse events, however the pdrn and nephrologist are concerned the patient¿s catheter has become seeded from the initial episode of peritonitis. The pdrn attributed causality to the oral bactrim prescribed for the last episode of peritonitis, as the nephrologist stated it was likely ineffective (inadequate strength/route). The antibiotics were all given ip during this event, and the pdrn is hopeful the infection will not return. The patient is refusing to undergo a pd catheter removal and/or revision due to job concerns and has agreed to undergo weekly peritoneal effluent cell counts. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.